Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00240, device 2 is being reported under MDR-2247858-2024-000241 and device 3 is being reported under MDR-.. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject (B)(6) son contacted the site on 23aug2024 to notify them that the subject had experienced abdominal pain/back pain on (B)(6) 2024 and was admitted same-day at an outside medical center. The subject was diagnosed with an abdominal aortic dissection. The subject had a repair, however further details pending from site. Patient outcome - "the subject has not been discharged. Further details pending from site."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00240, device 2 is being reported under MDR-2247858-2024-00241, and device 3 is being reported under MDR-2247858-2024-00242. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject (B)(6)'s son contacted the site on (B)(6) 2024 to notify them that the subject had experienced abdominal pain/back pain on (B)(6) 2024 and was admitted same-day at an outside medical center. The subject was diagnosed with an abdominal aortic dissection. The subject had a repair, however further details pending from site. Additional information received on 09/24/2024: urgent update regarding (B)(6): unfortunately the subject was still hospitalized as of the (B)(6). The site received notification today that the subject expired on (B)(6) 2024 due to respiratory failure. They are in the process of requesting records from the outside facility. I'm hoping to have all the details and any imaging available for viewing in the coming weeks. Additional information received on 10/18/2024: on a CT dated (B)(6) 2024 (used for 2-year follow-up), the subject was found to have a type ia endoleak with rupture of her aaa requiring emergent evar same-day using a 32x49mm endurant grant and aorto-uniliac stent. The procedure also included laser fenestration of bilateral renal arteries, bilateral renal artery stenting with vbx stents (7x29mm on right, 8x29mm on left), aui, and right to left fem-fem bypass with dacron graft. There were no intra-op complications. A post-procedure CT dated (B)(6) 2024 showed no endoleak. The subject was in the sicu and then downgraded to the floors for recovery. The subject was transferred to ICU because of sudden onset of melanotic stool on (B)(6) 2024 and a gi consult and endoscopy on (B)(6) 2024 confirmed no gi bleeding present that no further intervention was needed. The subject had issues with oxygen levels and requiring supplemental oxygen. Multiple x-rays during the hospitalization reflected a pleural effusion on the left side and had a chest tube placed to drain it due to lasix failing to help with the congestion." Patient outcome - "the subject's hospitalization continued and the subject was pending finalization of hospice until her health worsened with the subject expiring on (B)(6) 2024. Cause of death was cardiopulmonary arrest secondary to acute on chronic hypoxic and hypercapnic respiratory failure secondary to advanced copd/emphysema in the setting of acute respiratory distress."